Manufacturer narrative:
Covidien reference#: (B)(4). The incident sample was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
According to the customer's medwatch report ((B)(4)) the ent surgeon was using a suction bovie to clean up bleeding in the back of the patient's throat. The suction bovie has an insulated blue plastic shaft that touches the lips during the procedure. Two burn marks were seen where the shaft of the bovie would have touched the patient's lips. Surgeon looked at product under a microscope and noticed a break in the insulation. The burns were reported as 2nd degree, treated with antibiotic ointment. Since there was a patient injury involved, the site will not release the incident device for evaluation.